Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the steerable guide catheter (sgc), the device lost fluid column, indicating a leak. There was no device use or patient involvement. Another sgc was able to be prepped and used successfully. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and a cause for the reported leak (loss of fluid column) during device preparation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.